Event description:
Allegedly per article "removal of locked volar plates after distal radius fractures", j hand surgery, volume 36a, june 2011, cassie gyuricza, md; michelle gerwin carlson, md; andrew j. Weiland, md; scott w. Wolfe, md; robert n. Hotchkiss, md; and aaron daluiski, md, there are 6 locon vls removals. 1 due to infection, 1 due to flexor tenosynovitis, 1 due to pain radially, 2 due to volar pain, and 1due to neuroma - screw in superficial radial sensory nerve.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The literature source did not provide information on the implantation dates, nor dates of complications. (B)(4)

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned. (B)(4) - undetermined.